Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -09.00/+06.00/x088. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -09.00/+06.00/x088 diopter in patient's left eye (os) on (B)(6) 2014. Excessive vault was noted and the icl was explanted on (B)(6) 2014. No other lens was implanted. See MFR. #2023829-2015-01431 for right eye.

Manufacturer narrative:
Additional information: the lens was exchanged (date unknown) for a shorter lens and the problem was resolved. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that the lens was deformed. However, there was no other visible damage to the lens. (B)(4).

Manufacturer narrative:
Device evaluation: dimensional inspection of the returned lens found that the lens measurements were within specifications. (B)(4).